Manufacturer narrative:
Pending evaluation.

Event description:
As reported, approximately 6.5 years postop the initial tha this (B)(6) y/o female entered the clinical study on with a revision of exactech devices due to aseptic loosening this information was received from a clinical study that was reporting a current event. Devices will not be returned as this is a clinical study patient. The patient was discharged with a walker to a relative¿s home. Patient weight (B)(6) lbs and a history of hypertension